Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for failed back surgery syndrome and for multiple back operations. It was reported that the patient had major complications with implant surgery. She does not even want to get started on what happened after the surgery she had. The patient had multiple surgeries and issues. There were no further complications reported.